Event description:
An error message was reported with the freestyle libre 2 sensor. Customer received a "scan again in 10 minutes" message and was unable to obtain readings. As a result, customer experienced a seizure, and a loss of consciousness and was unable to self-treat, requiring treatment of grenadine, pomegranate juice, and "something sweet" by his mother. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as the device was reportedly discarded. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.